Event description:
Customer reported that automatic quality control (aqc) was turned off on instrument from (B)(6) 2013. Customer indicated that no patient samples were run during this time. There was no report of injury for this event.

Manufacturer narrative:
The event occurred due to an operator error. Technical solutions representative has directed customer to the set up and it was determined that the aqc option had been deselected in the analyzer set up. Customer has been instructed to set up aqc from the qc (quality control) option. Instrument is performing as intended.